Event description:
Material no.: 309626 batch no.: 8287862. It was reported that the facility is having more instances with the syringe 1ml s/t w/ndl 25x5/8 rb. The package is empty (no syringe in it), syringes have brown residue in them and the plungers are deformed. This occurred on multiple occasions, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: they are having more instances of either empty packages (no syringe in it), syringes with brown residue in them and deformed plungers.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309626, batch no.: 8287862. It was reported that the facility is having more instances with the syringe 1ml s/t w/ndl 25x5/8 rb. The package is empty (no syringe in it), syringes have brown residue in them and the plungers are deformed. This occurred on multiple occasions, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: they are having more instances of either empty packages (no syringe in it), syringes with brown residue in them and deformed plungers.